Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken instrument was confirmed. The clinical/medical investigation concluded that, the root cause of the reported breakage could not be determined. The material, ppsu (polyphenylsulfone) has good biocompatibility with prolonged tissue exposure (up to 30 days). The r3 offset impactor is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. If retained the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, inside the patient, the impactor tip got broken. There was no injury reported. It is unknown if there was any delay nor how was the surgery completed.